Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed the prograsp forceps instrument was inspected prior to use. The wrist part of the jaw pulley was damaged. It was unknown if there was any external collision. The instrument could not be closed and opened smoothly. The customer observed shakiness and friction of the instrument. There was no patient¿s injury.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the prograsp forceps (pf) instrument moved non-intuitively. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the prograsp forceps (pf) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pf instrument was analyzed and found to have a derailed grip cable at the distal end, which can potentially cause the instrument to move incorrectly. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.